Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refu1205 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were cracks at the proximal end of the micro-introducer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged sheath tip is confirmed and appears to be manufacturing related. One 4.5 fr x 5 cm microez microintroducer was returned for evaluation. The dilator was present within the sheath. A longitudinal split extending from the sheath was visible. One photograph of a 4.5 fr microintroducer was also for evaluation and corresponded with the returned sample. The split edges appeared to be even, and no bunching of the tip was noted. Microscopic inspection of the split revealed even edges. Material fibers were observed to be partially connected towards the proximal end of the split. The lack of usage residue seen on the sample as well as the shape and location of the large split observed in the sheath tip suggest the sheath was damaged prior to use and may have been damaged during the manufacturing process of the sheath. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that there were cracks at the proximal end of the micro-introducer.